Event description:
Baxter received a report from a calibration technician involving an automix 3+3 compounder. According to the facility, the rotor will not turn after pressing start. The unit is being swapped. There was no patient involvement and therefore no medical intervention or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A service history review was performed revealing the reported condition is not related to any previous customer service request.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "rotor will not turn after pressing start" was not confirmed during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. Additional information: a device history review was performed with no exceptions found that would cause or contribute to the reported condition.